Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink solution set was leaking from a "cut" in the area below the luer valve. This occurred during infusion of an unspecified chemotherapeutic solution. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection revealed a tiny hole in the joint of the tube and the y-site. The reported condition was verified. The cause of the condition was determined to be an assembly issue during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.